Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter with a three-way stopcock attached to the hub. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 52.5cm from the hub. Microscopic examination revealed damage to the tip. There is buckling to the guidewire lumen and a kink to the balloon 5mm from the tip. There is blood in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, when the physician tried to load the device on the wire, the shaft broke at the monorail junction point. A non-bsc device was used to complete the procedure. No patient complications were reported and the patient was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, when the physician tried to load the device on the wire, the shaft broke at the monorail junction point. A non-bsc device was used to complete the procedure. No patient complications were reported and the patient was fine.